Event description:
One-step CPR complete adult electrodes for the zoll defibrillator had a malfunction. When we plugged the pads in, they read "defib pad short". When a new one was tried it worked just fine. The malfunctioning defib pad lot# 1219c ref 8900-0224-01. This occurred with 2 packages with this same lot number.

Event description:
One-step CPR complete adult electrodes for the zoll defibrillator had a malfunction. When we plugged the pads in, they read "defib pad short". When a new one was tried it worked just fine. The malfunctioning defib pad lot# 1219c, ref 8900-0224-01. This occurred with 2 packages with this same lot number..

Event description:
One-step CPR complete adult electrodes for the zoll defibrillator had a malfunction. When we plugged the pads in, they read "defib pad short". When a new one was tried it worked just fine. The malfunctioning defib pad lot# 1219c, ref 8900-0224-01. This occurred with 2 packages with this same lot number.